Event description:
It was reported that the user experienced a low glucose event while using the ilet system and requested assistance disabling dexcom app notifications so only the ilet would provide alerts; troubleshooting and education were completed, and the event was categorized as hypoglycemia with cause unclear. Symptoms included loss of balance, stomach pain, and a sensation of feeling damp. Outcomes included no professional medical intervention, no assistance required, and self-treatment with oral carbohydrates (grape juice). Investigation included case intake with low glucose questionnaire and review of event details. Investigation of this case revealed no device malfunction identified and no device component issue observed, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.